Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a sheath detaching from a t-handle is confirmed; however, the exact cause is unknown. One photograph of a 3.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed a split sheath of a microintroducer and one half of the t-handle was observed to be detached from the split sheath. The other half of the introducer was observed to be intact. No details of the break site of the sheath or the t-handle could be discerned from the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that one side of the 3f provena midline introducer broke off while in the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.